Event description:
It was reported that the patient experienced alternating episodes of high and low glucose during their first week using the ilet, confirmed accuracy with fingersticks, adjusted eating due to concern for hyperglycemia, commonly consumed snacks rather than meals, exercised regularly, received education on meal announcements and snack handling, treated lows with oral glucose, and ultimately disconnected from the pump pending discussion with their healthcare provider; the issue was associated with missed meal announcements and user technique, and involved the user interface. Symptoms included hypoglycemia with shakiness, hunger, confusion, and sleepiness, as well as hyperglycemia with lethargy, nausea, and headache. Outcomes included unexpected medication intervention for low glucose and were categorized as a serious injury or illness. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.